Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the procedure was a lobectomy. The device was used on the lung parenchyma. The device was a psee45a. The three staples on the distal end of the cartridge were formed like a beard, so additional suture was performed. The patient¿s condition is stable.

Event description:
It was reported that during an unknown procedure, the firing force was higher than expected at the 1st firing. The device was used on the lung. The staples at the distal end of the cartridge were formed in a lumbricoid shape. The tissue where the staples were not formed properly was reinforced by a suture. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.